Manufacturer narrative:
The investigation conducted by the field service engineer (fse) could not reproduce the system error; however, the camera cable and camera head were found to be loose. Based on the system error logs, it was determined that the system error experienced by the site may be associated with a defective doco unit. The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco and tightening the loose camera cable. The doco was returned to isi for failure analysis and the customer reported complaint was not confirmed as the doco functioned properly with no problems found. As a result, it was determined that the system error code was associated with the loose camera cable found on site during the fse's visit. As of april 6, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the site experienced system error 297. With the assistance of an isi technical support engineer, the site attempted to troubleshoot by checking cable connections and recycling power; however, the system error code persisted. The patient was under anesthesia and the port incisions had been made when the surgeon decided to convert the planned procedure to traditional open techniques. No patient harm, adverse outcome or injury was reported.